Event description:
It was reported that during a coronary artery treatment procedure, difficulty crossing the lesion and stent damage occurred. The lesion was located in a saphenous vein graft. The physician implanted a 3.5x24mm taxus element stent to 16 atms, then distal to the implanted attempted to implant a 3.0x28mm taxus element stent however was unable to cross the placed stent. When the physician attempted to remove the device, the proximal part of the stent got stuck with the proximal edge of the implanted taxus element stent and the implanted stent got deformed and elongated. It was noted that the proximal edge of the 3.0x28mm taxus element stent got lifted. The procedure was completed with a different taxus liberte stent. A taxus liberte 38mm stent was additionally implanted for the elongated part of the 3.5x24mm taxus element stent

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. Approximately 4 rows from the proximal end were moved distally and bunched together. Several struts along the stent were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Several kinks were identified along the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is user / use error. It was confirmed through complaint investigation that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. (B)(4).

Event description:
Same case as 2134265-2012-02785. It was reported that during a coronary artery treatment procedure difficulty crossing the lesion and stent damage occurred. The lesion was located in a saphenous vein graft. The physician implanted a 3.5x24mm taxus element stent to 16 atms, then distal to the implanted attempted to implant a 3.0x28mm taxus element stent however was unable to cross the placed stent. When the physician attempted to remove the device, the proximal part of the stent got stuck with the proximal edge of the implanted taxus element stent and the implanted stent got deformed and elongated. It was noted that the proximal edge of the 3.0x28mm taxus element stent got lifted. The procedure was completed with a different taxus liberte stent. A taxus liberte 38mm stent was additionally implanted for the elongated part of the 3.5x24mm taxus element stent.

Manufacturer narrative:
Device is a combination product. (B)(4).